Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to alarm - bradycardia that did not sound from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer went for onsite service and tested the device and confirmed that the device was operating per specifications. The fse captured clinical logs for further analysis. The relevant files were forwarded to further investigation to the responsible product support engineer (pse). The pse made the following statement: the analysis confirms that the fetal heart rate alarm was enabled however were set as 90 ¿ low alarm, and 180 ¿ high alarm. Philips factory defaults are 110 ¿ low alarm, and 150 ¿ high alarm. The pse confirms that the customized alarm settings are much wider than the philips factory defaults or standard international guidelines such as the international federation of gynecology and obstetrics (figo). The analysis confirms the presence of artifacts and gaps at 06:35. The pse states the following: this persistent condition of inability to derive an fhr most likely triggered an audible & visual technical alarm (inop) ¿fhr1 signal loss¿ at the fm display. (Inops are not visible on the recorder trace documentation). The pse confirms that these types of artifacts and gaps are typical when attempting to noninvasively obtain a fetal heart rate. The pse confirms that in these situations the customer is instructed to perform troubleshooting activity such as repositioning the transducer. The pse states that because of the poor signal there would not have been an opportunity to trigger the customized low alarm setting. The pse states that there is no indication of a product malfunction. Upon review, it was reiterated there was no link between the signal loss an the c-section. Philips field service engineer (fse) went to the customer site. The fse tested the monitor and found the device working as intended. Based on the available information, the exact cause for the reported issue could not be established. Although no trouble was found with the device during testing, a malfunction of the monitor at the time of the reported event cannot be ruled out.

Event description:
The customer reported a failure to alarm - bradycardia that did not sound from the device. The device was in use at time of event, there was no adverse event reported. A healthcare professional observed the bradycardia on the monitor and made the clinical decision to perform a cesarian section birth.